Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called to report large air bubbles in the tubing of the reservoir. Customer's blood glucose reading was 342 mg/dl. Customer stated that the insulin pump was rewound with the reservoir in place. Customer treated her high blood glucose with the insulin pump. Customer also removed the cannula and stated that it was a little tilted. Customer stated that it looks like there are air bubbles in the cannula. Replacement product is being sent.